Manufacturer narrative:
The permanent cautery hook instrument has not been returned to isi for failure analysis. Therefore, the root cause of the customer reported issue cannot be determined. If additional information is received, a follow-up MDR will be submitted to the FDA. Based on the current information provided, this complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, fragments from a permanent cautery hook instrument were noted in the patient. Although the fragment was retrieved and no additional surgical intervention was required, at this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip fell off the permanent cautery hook. The hook was retrieved during the same procedure. The procedure was completed with no reported injury. Intuitive surgical, in. (Isi) followed up with the initial reporter and obtained the following additional information: the fragment fell into patient during the dissection. The instrument was used approximately for an hour. The instruments did not come into contact with any hard objects. The fragment was removed with a laparoscopic grasper through the assist port. The instrument¿s wrist was straightened during the instrument removal. There was no injury to the patient.

Manufacturer narrative:
61-the permanent cautery hook instrument was returned to intuitive surgical, in. (Isi) for evaluation. Failure analysis confirmed the customer reported complaint of "hook broke off". The instrument was found to have a broken hook. The instrument was also found to have a broken ceramic sleeve. The broken piece is missing as a result of breakage. The size of the missing piece is approximately .058¿ x .161¿. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument or accidental collisions.